Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device lost the altitude configuration from 1500 meters to 500 feet, the touch screen is out of calibration, the language has been changed from spanish to english, it has an alarm message for no calibration data, it has an invalid serial number alarm issues on the vela ventilator. At this time there is no information regarding patient involvement associated with the reported event.